Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection, and the reported failure was confirmed. According to the investigation, the device objective lens adhesive joint was found peeling and curved rubber bonding area chipped. The root cause could not be identified. According to the investigation, the suggested probable cause from reasonably known information, such as component damage or degradation, electrical issues, environmental temperature problems, or maintenance issues. The most probable cause of this reported failure was anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during reprocessing, the endoeye flex deflectable videoscope distal end rubber was found peeled off. There was no patient involvement.